Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep said patient called to report settings not available on the controller, patient at 3.5 ma with dtm algorithm. Technical services(ts) reviewed that system is not able to deliver higher therapy due to possible high impedance. Reviewed other factors such has high rate and pulse width, also system perhaps is at it's true maximum capacity. Reviewed with rep he could go out of dtm programming and add more electrodes to allow more band width for therapy delivery. Rep to meet with patient to check impedance and programming. The caller was not with the patient. Patient called back and checked impedances. Oor message was referencing p3 in warning message on tablet. P3 used 02 (1510 ohms) 2.9 440pw 50 rate. Caller noted other programs were using 4 contacts each and impedances were within normal range. Patient had noted the oor in the morning when attempting to turn stim up on each group. Reviewed checking imped in different positions, adding electrode. Caller added contact to p3 and no warning message on tablet even when increased. No warning on controller when check with this. Rep called back and indicated that the patient called this morning because they were getting the settings not available message when attempting to increase with the patient remote. The caller indicated that the amplitude was at 3.2ma when they saw the message. The caller indicated that the patient switched to the other group and they were getting the same message. Tss reviewed information about oor. The caller indicated that they would follow-up with the patient. Caller then called back and stated he met with patient on monday and impedance check showed that contact 0 had high impedances. Caller was able to program around contact 0 and everything seemed to be working appropriately and they haven't heard anything further from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the 0 electrode had an impedance that was causing the oor. Rep programmed around that electrode and that seemed to resolve the issue.